Event description:
Pt was burned on leg at site of esu grounding pad. Procedure was hip replacement. Overall care was uneventful. No esu alarms event off. All esu settings remained constant. Burn was 1 x 60cm was found after the pad was removed.